Event description:
Stryker per (B) (4): potential manufacturing error. It was reported that "surgeon opened a 32mm 10 degree d liner and was having problems locking it into the cup. When they pulled it out they read the markings on the rim and it was a 36mm, 10 degree e liner. The labeling on the packaging was different than the real implant."

Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (compromised sterile packaging) and product code (B) (4). Method: DHR and complaint history review. Result: no other events reported, no mfg issues noted.